Event description:
The patient experienced several seizures last year, was hospitalized on an unknown date in (B) (6) 2010, and "blamed" it on the device. The patient was also not getting therapy relief. The physician did not attribute the seizures to the device. Additional information has been requested from the physician.

Manufacturer narrative:
(B) (4)